Event description:
Parker tub-problem closing the door. The door not staying open, replaced door strut and checked all slings in the building, left estimate for slings, tested on service. This equipment was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer¿s investigation.